Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was in need of a head MRI (unrelated to the device/therapy). The hcp reported the patient had stated that their ins had stopped working sometime in 2016 after getting their 2016 implant. The patient had not done anything to address the ins not working because they did not want to have further surgery. No symptoms were reported. No further complications were reported or anticipated.